Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the circuit board within the table had shorted. The technician observed evidence of fluid intrusion on the back of the circuit board which caused the circuit board to short resulting in the reported event. The unit was installed in 2009 and is not under steris service agreement; the user facility is responsible for all maintenance activities. It is likely that the reported event is attributed to facility personnel not properly resealing the table after maintenance activities to prevent fluid intrusion. The 3085 surgical table is designed to meet ipx4 fluid ingress standards and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. The 3085 surgical table operator manual (1-2) states, "warning - personal injury and/or equipment damage hazard: safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the faithful performance of routine maintenance. Contact steris to schedule preventive maintenance." The 3085 surgical table preventive maintenance checklist states to perform the following twice annually, "8.1 secure all covers and shrouds. Apply rtv sealer to meet ipx4 requirements." The technician replaced the circuit board, tested the unit, confirmed it was operating according to specification, and returned it to service. A steris account manager offered in-service training on proper preventive maintenance activities, specifically ensuring the table is properly sealed following maintenance activities; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that at the end of the procedure during patient transfer, facility personnel attempted to level their 3085 surgical table that was in trendelenburg position however, the table would not return to a leveled position. The patient was transferred to a stretcher. No report of injury.